Event description:
It was reported that the patient had no stimulation sensation. She was in the hospital for 15 days because of medication and was hallucinating. She put on newinsta ER 150mg and was hallucinating. The patient also had body spasms. She was also taking zoloft which had given her cold chills and she had been freezing for weeks. Two days before the report she was trying to get into bed but her left leg and right arm would not work and she fell flat on the floor on her left hip where the implantable neurostimulator (ins) was implanted. She hit her head on the wall 2 times. Ems came and picked her up and she could not pick up her leg, her cousin had to. The stimulation was on low at the time of the report and she couldn't feel the stimulation at all but she had pain in her back which was "killing her" and her legs didn't want to walk. The stimulation usually went around the right side. The patient had muscle spasms from medications moving to right side, the spasms were in both arms and still in left arm and left leg. The right arm and leg were worse, she couldn't pick up/grip anything. The symptoms occurred following a fall. She had not turned ins up or down and the ins was off while in the hospital. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 3777-75, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3777-75, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).